Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low prostate specific antigen (psa) results that were generated by the unicel dxi 800 access immunoassay system. A pt sample was tested for psa and a result of 1.34 g/ml was obtained initially and 1.32 ng/ml upon repeat. Both results were generated from reagent pack. Customer installed another reagent pack with a different serial number and then re-tested the original sample. Psa result obtained from the reagent pack was 5.28 ng/ml, and customer believes this result to be correct for this pt as it correlates with previous results. The erroneous results were not reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Qc performed on reagent pack after the event also resulted out of specifications low. Customer performed qc on reagent pack in 2008, with good results. All psa results obtained in this event were from reagent lot number 717097. The reagent pack in question has been requested by beckman coulter, inc. (Bci) for investigation, but it has not been received to date. No add'l info regarding this event is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.